Event description:
Patient allegedly received a celect filter via the right common femoral vein due to a potential embolization of an active hemorrhage as a result of a motorcycle accident. Patient is alleging device fracture, organ perforation and displaced ivc filter. Patient notes and further alleges experiencing "back pain, abdominal pain, low sex drive, constipation, and pain on the right side", physical limitations and post traumatic stress disorder (ptsd). Per a computed tomography abdomen and pelvis without contrast: "impression: redemonstrated a 2.3 cm linear metallic fragment, likely originating from a fractured ivc filter limb, which is lodged within the mesenteric fat, lateral and inferior to the gallbladder and lateral to the proximal transverse colon. There is no associated hematoma. There is no pneumoperitoneum". "Please note that this fragment is seen and stable compared to a prior radiograph from 2013".

Manufacturer narrative:
Investigation: the following allegations have been investigated: post traumatic stress disorder (ptsd), organ perforation, sexual dysfunction, gastro intestinal (gi) issue, physical limitations. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported post traumatic stress disorder (ptsd), sexual dysfunction, gastro intestinal (gi) issue, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged celect is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4) catalog# is unknown but referred to as cook celect filter. Reporter occupation: non-healthcare professional. Summary of investigational findings: the following allegations have been investigated: fracture, migration, pain. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on or about (B)(6) 2009. On or about (B)(6) 2018 the [pt] underwent a computerized tomography scan ("CT scan") of his abdomen. [Pt] was informed that the CT scan revealed that the ivc filter had, in fact, fractured and migrated." Patient outcome: it is alleged that "[pt] faces numerous health risks, including the risk of death. [Pt] will require ongoing medical care and monitoring for the rest of his life." It is further alleged that "[pt] has suffered and will continue to suffer physical pain and suffering, physical impairment and incapacity and mental anguish."